Event description:
A (B)(6) female, history of hypertension and obesity, angioseal "popped" approximately 8.5 hours after cath procedure with patient's first time out of bed. Approx 3" diameter hematoma developed. Resealed with manual pressure. Patient did not receive IV heparin or angiomax, labs non-contributory. Diagnosis or reason for use: post cath to stop/prevent bleeding from site.